Manufacturer narrative:
Field safety engineer has been sent for investigation. He checked the module. After many checks he figured out the problem is with the potentiometer. Measured +5v on pump control board tp1-tp5; clean the tacho strobe foil; checked speed on the motor control board +5v; measured voltage in the tacho board +2.6v; exchange connections of pump left and pump right in the interconnection board, now runs pump right but error still appear at panel left; measured +5v in the safety board of pump left; exchange potentiometer connections (p31-1 & p 31-2) in each motor control board. Error change to panel right. The unit is in use without problems since changed the 70101.0990 potentiometer rpm/tpm/rfc. Most possible root cause could be the defective potentiometer. Thus failure could be confirmed. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 05:28 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Supplemental medwatch will be submitted after receipt of new information.

Event description:
It was reported that the twin pump module shows in the left pump safety_s error. The safety-s error refers to a failure regarding a recurring deviation between the measured and set value of the pump speed of at least 10%. Example: the pump speed is set with 1000 rounds per minutes (rpm) and the actual speed is measured on the pump head with >1100 rpm. In order to protect the patient from excessive pump speed, an automatic pump stop is generated together with the safety-s error. In order to restart the pump, the user has to follow the instructions in the user manual. No known consequences to the patient. No further information have been provided to the manufacturer. (B)(4).